Event description:
Customer stated patient sodium results were lower than expected. According to the customer, the issue affected about half of their patients, which was approximately 20+ patients. Patient samples were retested. The customer provided four patient examples, three were discrepant. Patient 1, initial sodium result 133, repeat on same analyzer gave 132 and repeat on nova analyzer gave 141 mmol/l. Patient 2, female, born (B) (6), initial sodium result 132, repeat on same analyzer gave 131 and repeat on nova analyzer 138 mmol/l. Patient 3, female, born (B) (6), initial sodium result 131, repeat on nova analyzer 138 mmol/l. Initial integra results were not reported, the nova results were reported to the physician. Sodium electrode lot# was 21591620. Customer changed mixtower, ran tube conditioning and adjusted ise washtime. She also ran electrode service, recalibrated and ran controls which resolved the issue.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.